Manufacturer narrative:
Follow-up #1: date of submission 9/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: testing could not duplicate keypad complaint. Keypad is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, no intermittent conditions found on keypad flex connector. Cracked battery compartment below grip pad to case seal. Dim display with reddish text.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow on the keypad were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.